Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular pace impedance over 4000 ohms by (B)(4) 2016. Right ventricular pace impedance steady at approx. 771 ohms through (B)(4) 2016, rises out of range by (B)(4) 2016. (B)(4).

Event description:
It was reported that a patient alert triggered for high pacing impedance on the right ventricular (rv) lead. It was noted that there was a persistent rise in lead impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.